Event description:
Heartmate 2 patient presents with 3rd episode of gastrointestinal (gi) bleeding in the setting of left ventricular assist device (lvad) therapy, known presence of arteriovenous malformations (avms), international normalized ratio (inr) 3.3, and aspirin 81 mg. Hemoglobin dropped from 12.4 to 8.5 over the course of 4 days. Required 5 units of transfused blood over course of hospitalization. Endoscopic evaluation (esophagogastroduodenoscopy (egd), colonoscopy, capsule endoscopy) identified non bleeding avms and non bleeding ulcer in the gastric antrum.